Manufacturer narrative:
(B)(4). Additional information the device was received in good condition. The device was connected to a test hand piece and a generator and was functionally tested. The hand control switch assembly buttons were found to be not functional when activating the device. However, no issue were noted when the device was activated with a footswitch. The device was disassembled to inspect the internal components. The internal wiring was disconnected. This resulted in the inability to energize the instrument using the hand activation button. No conclusion could be drawn as to what caused the switch to be non functional.

Event description:
It was reported that during a procedure of tongue cancer, the device was not activated from the beginning of use. Although the gen04 and the hand piece were changed, the event continued. Another device was used to complete the case. There were no adverse consequences to the patient.